Manufacturer narrative:
This device was reported in error. The issue identified was with a performance load instead of a cot. The cot in this record has not been identified but would be concomitant to the reported event.

Event description:
It was reported that the device's safety bar/rail is broken. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device's safety bar is broken. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather additional details from the user facility.